Manufacturer narrative:
Correction a4- patient weight. Correction e1 - reporter establishment name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a fall and the leads became fractured which was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.